Manufacturer narrative:
(B)(4). Oxford partial knee system size d with slots hydroxyapatite coated cementless left medial tibial tray. (B)(4). Concomitant products - oxford partial femoral component catalog#: 161474 lot#: 2409857, oxford partial bearing catalog#: 159548 lot#: 368330. The investigation is in process. Once the investigation has been completed, a follow-up MDR report will be submitted.

Event description:
It was reported that patient has exhibits tibial radiolucent lines near the tibial component and possible loosening approximately five months post-implantation. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.